Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had high blood glucose of 411 mg/dl, took an injection, and his blood glucose rose to 592 mg/dl. The customer had reportedly received 3 injections of cortisone, which he was told would make his blood glucose run high. His symptom was thirst. The customer checked again and his blood glucose was 567 mg/dl. Troubleshooting was performed and it was found that insulin was leaking from the infusion set and the tubing came apart. The customer completed a set change.